Event description:
It was reported the patient had a revision. It was noted the lead and stimulator were moved from the left side to the right. It was reported the reason for revision was unknown, but may have been due to lead problems and shocking.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v029657, implanted: (B)(6) 2007, product type lead. (B)(4).